Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The system was then checked and met all product specifications. A review of complaints and service request for the last 24 months indicated no additional, related reports for this system. (B)(4)

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt); "15 minute delay" (no code available). Product problem(s): "system shut down" (loss of power). A customer reported the system shut down on its own during a case. The system was rebooted and the case was completed. There was a delay of approx 15 minutes. The customer noted that the system was used the next day without any issues. There was no pt injury reported.